Event description:
The customer reported that during a continuous mononuclear cell (cmnc) collection procedure, she could not establish an interface. She had changed out the normal saline bag. She checked the blue saline roller clamp and it was closed. Terumo bct clinical specialist asked her to check the inlet saline roller clamp and it was open. She closed the clamp and the saline stopped dripping. She indicated that about another 300 mls had gone into the set from the second saline bag. The original hct entered was 39%, and was later updated to 31% after receiving the latest patient's hct. Terumo bct clinical specialist asked her to lower the hct to 28% because the patient had received an unintended bolus of saline. The operator later stated that the patient only received approximately 500 ml saline during the procedure. The first liter of saline was used for priming, and some of it leaked onto the floor because she had left the clamp opened prior to connecting the patient. The final fluid balance reported by the system was 133%, and +1109 ml at the end of procedure. The patient's tbv was 3384 ml. The patient did great during the procedure; blood pressure was normal and oxygen saturation was 98% on room air. There was no medical intervention required during or after procedure. Patient left unit in a stable condition. Adjusted final fluid balance = (1109 ml + 500 ml + 3384 ml) / 3384 ml x 100% =148%. The customer declined to provide patient identifier. The disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a disposable lot history search indicated there were no other reported occurrences of open inlet saline roller clamp on this lot worldwide. The device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Correction: terumo bct clinical specialist reminded the customer to check and make sure that the saline roller clamps were closed. The customer verified and acknowledged that the inlet saline roller clamp was inadvertently left open. Retraining was offered on (B)(6) 2022 but the operator declined. Root cause: a root cause assessment was performed for the unintended saline bolus to the patient. Based on the customer's statements, she failed to follow the screen prompt to fully close the inlet saline roller clamp at the end of prime divert.